Event description:
Caller reports patient tested 5.1 inr on the coaguchek s system and 3.61 inr on a comparison lab. Coumadin was held based on the device result. No adverse event reported. Requested return of suspect system and replacement sent.